Event description:
Customer reported she experienced low blood glucose. Customer stated she was on her way home and was not feeling well. She stopped and to eat to treat her low blood glucose and when she went back to the car and checked her blood glucose the value was 38 mg/dl. Blood glucose dropped to 35 mg/dl, then 32 mg/dl, 28 mg/dl and 25 mg/dl even when customer was treating with food. Customer alerted her daughter she might need a glucagon shot or 911 should be called. Customer's daughter went to get her a soda and was able to bring the glucose up to 70 mg/dl. Customer declined to troubleshoot as she thinks it because she bloused for the food she ordered but did not eat it. Customer also stated she went to the endocrinologist and the insulin pump reports showed her low blood glucose. It was decided to make some adjustments on the carb ratio and the basal rates. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.